Manufacturer narrative:
The device is not available for evaluation. Additional information wil be submitted within 30 days from receipt. Peg placement was declined and the patient was treated with a full liquid diet. An upper endoscopy confirmed the presence of ulcerative esophagitis due to radiation therapy with no evidence of malignancy in the esophagus or the proximal stomach. The patient was discharged to a skilled nursing facility for further rehabilitation. Radiation therapy and chemotherapy treatment was placed on hold. The patient's daughter requested that her father not receive additional chemoradiation therapy treatments. Approximately three months after the index procedure, the patient died. The cause of death and a death certificate were not available. According to the investigator, the event was not related to cordis product or the index procedure.

Manufacturer narrative:
As reported by (B)(6) study, the patient died approximately three months after having a stent placed in the ostium of the left internal carotid artery (ica). The cause of death was not provided. Medical records revealed the patient was admitted to the emergency room two weeks after the index procedure with difficulty swallowing, mid-chest pain, decreased appetite, weight loss, dizziness, and lightheadedness. It was suspected the patient had radiation therapy esophagitis and a gastrointestinal consult was requested for possibility of percutaneous endoscopic gastrostomy (peg) placement. The patient could not have peg placement due to taking aspirin and plavix to prevent stent occlusion in the left ica. Peg placement was declined and the patient was treated with a full liquid diet. An upper endoscopy confirmed the presence of ulcerative esophagitis due to radiation therapy with no evidence of malignancy in the esophagus or the proximal stomach. The patient was discharged to a (B)(6) facility for further rehabilitation. Radiation therapy and chemotherapy treatment was placed on hold. The patient's daughter requested that her father not receive additional chemoradiation therapy treatments. Approximately three months after the index procedure, the patient died. The cause of death and a death certificate were not available. According to the investigator, the event was not related to cordis product or the index procedure. The patient's medical history includes stroke, smoking, hypertension, severe pulmonary disease, lung cancer, and contralateral carotid occlusion. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15101381 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The patient's significant medical history may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time.

Event description:
As reported by the (B)(4) study, the patient died approximately three months after the index procedure. The cause of death was not provided. The target lesion was located in the ostium of the left internal carotid artery (ica). The lesion was described as 77% stenosed, 5.85mm in length, circumferential, non-thrombosed, arch type I, with mild calcification. The reference vessel was 4.12mm in diameter and mildly tortuous. A 4mm angioguard rx was successfully deployed beyond the target lesion and the lesion was pre-dilated with a 4x30mm sterling monorail balloon catheter. A 7x30mm precise pro rx stent was successfully implanted. Post-dilation was performed with a 4.5x20mm sterling balloon catheter. The angioguard rx was retrieved with no debris noted in the basket. There were no air bubbles present during the procedure. Follow-up angiography demonstrated good resolution of the stenosis and intracranial runs demonstrated excellent filling of the middle cerebral artery and anterior cerebral artery branches and contralateral middle cerebral artery. The patient left the angiography suite with no neurological deficit. Additional information was received reporting the patient had a history of lung cancer. CT of the chest revealed a large mass involving the left hilum and the mediastinum with compression of the left mainstem bronchus and some relative compression of the esophagus. Medical records revealed the patient was admitted to the emergency room two weeks after the index procedure with difficulty swallowing, mid-chest pain, decreased appetite, weight loss, dizziness, and lightheadedness. It was suspected the patient had radiation therapy esophagitis and a gastrointestinal consult was requested for possibility of percutaneous endoscopic gastrostomy (peg) placement. The patient could not have peg placement due to taking aspirin and plavix to prevent stent occlusion in the left ica.